Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0tdh6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0yybb, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was uncomfortable stimulation in the wrong location. The uncomfortable stimulation was causing trembling. Also, there was a return of symptoms. The therapy was on and decreasing the amplitude eliminated the uncomfortable stimulation. The patient had one implantable neurostimulator (ins) on the right (s/n (B)(4)) and one on the left (s/n (B)(4)). The stimulation was causing internal trembling that was very uncomfortable. They decreased the stimulation on the right side and the right side stopped trembling, however, the left side was still trembling, which was very uncomfortable. It was uncomfortable from left side of the vaginal area to her lower back, down the left leg to the foot. Her left foot was tingling and uncomfortable. The patient used the patient programmer and verified stimulation was currently on by noting the lightning in the upper left hand corner. The patient was currently on program 1 at 0.8 volts and decreased stimulation to 0.7 volts, stating this was more comfortable. They still had pressure in her back that usually meant she needed to self catheterize. The patient was going to follow-up with the health care professional (hcp) for direction of if she could change programs and how long to wait between making another change. It was reviewed that the patient had four programs to try and the patient also needed time for her body to heal and the swelling to go down. The patient had a return of symptoms of urgency, leaking, and urinary retention. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-22840 for information on the patient's concomitant system.